Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a gas smell in the laser suite. Additional information received; a company representative was onsite the same day and reported no indication of a gas smell or leak from the laser.

Manufacturer narrative:
At the visit on site the field service engineer verified the system successfully according to company specifications. A gas leak could not be confirmed. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).